Manufacturer narrative:
The device has been returned for evaluation and found there was no image upon starting the unit. The reported malfunction was found to be due to a faulty video circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the video system center had a black screen, not readable. It is unknown when the reported issue occurred. There were no reports of patient harm.

Event description:
The customer reported that the issue was found during procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a video circuit board failure led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.